Manufacturer narrative:
Date of event correction (B)(6) 2017. Advanced sterilization products (asp) requested and received additional information/clarification regarding the event. A customer reported an odor or ¿strange smell¿ while opening the door of the sterrad nx sterilizer after a completed cycle. The healthcare worker (hcw) experienced ¿eye irritation¿ as well as h2o2 contact on his/her hand while removing the load. The hcw reported wearing protective glasses and gloves while removing the load. The hcw visited a doctor, however, no medical attention or treatment was prescribed. Based on the information received in the complaint, the symptoms of eye and potential skin irritation suggest the event was not serious. The duration of the eye irritation was for a short time, and there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. A field service engineer visited the customer site and performed a full inspection of the sterrad® system including plasma, vacuum system and filters. The fse reported residual water (liquid) was detected in the oil filter and residues of unknown origin were also found at the pump inlet. The fse cleared/removed the residues and noted he could not identify any items which could produce the strange smell or cause the irritation experienced by the user. At the end of the service an empty cycle was completed and the unit was confirmed to be working well.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the odor/smells issue is likely due to residual water in the oil mist filter and residue at the pump inlet. The field service engineer cleaned and removed the residual and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported an event of "odor" emitting from their sterrad® nx sterilizer. The customer described it as a "strange smell" from which one health care worker (hcw) experienced "eye irritation." A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.